Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the inflated cuffed leaked the air. The customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received for evaluation and the reported issue was confirmed. An inflation/deflation test was performed and inspects all products for no leaks and segregates the defective parts. No root cause was determined. The device history record (DHR) was reviewed and no discrepancies were found. All manufacturing controls were found acceptable and effective to detect the reported failure mode. If information is provided in the future, a supplemental report will be issued.